Event description:
It was reported by the attorney for the patient as a result of a claim that the patient underwent hip replacement surgery (B)(6) 2012. The patient alleges that " the hardware subsequently failed requiring revision surgery". There is no other information at this time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown hip. The information in this report was provided by stryker orthopedics¿ legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.